Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm after moving the patient to the bed. All attempts at regaining the fiber optic (fo) arterial pressure (ap) waveform were unsuccessful. The customer was guided to disconnect the fo connector and level and zero the transduced inner lumen. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was returned over the catheter approximately 41.5cm from the iab tip. Three kinks were observed on the catheter tubing approximately 58.9cm, 63.7cm, and 75.9cm from the iab tip respectively. The optical fiber was observed to be broken approximately 25.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).